Event description:
Ous MDR - after an implantation time of about 34 months, inappropriate shock deliveries were reported. During the op, after the connection of the lead to a new ICD, artifacts were noted in the rv channel. Therefore, a new lead was implanted. No deterioration in the pt's state of health was reported. The lead was left in the body, but the ICD was returned for analysis. The explant date for this device was not provided.

Manufacturer narrative:
Ous MDR.